Event description:
It was reported that the pt complains about fluctuating hearing sensations since (B)(6), 2010. The external parts have been exchanged without improvement. Testing carried out on (B)(6), 2010 shows that the device has malfunctioned. The pt was reimplanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.